Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, the pump history was missing data despite being in use. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was between 215-244 mg/dl.

Manufacturer narrative:
Remove b5 and h10 additional manufacturer narrative on follow-up 1. Remove b5 and h10 additional manufacturer narrative on follow-up 1.